Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. There was no impact to the customer's blood glucose level as the pump was being used with saline. The customer was able to load a new cartridge successfully and resume saline delivery.